Event description:
On (B)(6) 2012, pt reported the infusion device is not working. Pt stated the time on the device is not set correctly. Pt reported receiving an e8 (power interrupt) error message. Pt stated he changed the battery and the infusion device worked. Pt reported the buttons then stopped working, so he took the battery out and is now receiving the e8. Pt stated he could not place the infusion device in stop mode because the buttons did not work. Pt reported he did not see the pad lock icon on the screen when the buttons would not work. Had pt reinserted the battery; e8 displayed. Pt stated the buttons were unresponsive and he could not clear the error message. Had patient try a new battery; e8 displayed again and was unable to clear. Pt reported the buttons are not flat and they pop back out when pressed. Assisted pt with setting up the backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.